Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The reporting parting indicated the customer passed away because they were using the insulin pump. No further details about the customer's cause of death or contributing factors were provided as the next of kin could not be reached. The insulin pump will not be returned for analysis.